Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 2014 mg/dl, vomiting, and disorientation. Additionally, customer went into cardiac arrest twice, requiring cardiopulmonary resuscitation (CPR) resulting in bruising, and was in a coma. The cause of elevated bg was unknown; however diabetes educator looked at the pump and believed the pump was functioning as intended. Reportedly, customer was transported via ambulance to the hospital and was treated with dextrose. Reportedly, emergency medical technicians (emt's) administered dextrose as it was believed customer was experiencing a low bg, but emt's did not confirm this via fingerstick. Additionally, customer was not wearing a continuous glucose monitor at the time of the event. Subsequently, customer was hospitalized in the intensive care unit. Bg was treated with intravenous insulin. No information was provided regarding the release date; however customer indicated the issue was resolved and no permanent damage was sustained. System check with tandem technical support confirmed the pump was functioning as intended.